Event description:
It was reported following an implant procedure the patient experienced decreased mobility. Surgical intervention took place wherein the leads were explanted, and the issue has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.